Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on the reservoir of the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement test. The insulin pump was received with peeling keypad overlay.